Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip on the cystic duct deployed correctly. When the second clip was attempted, the clips started spitting out of the jaws. It was as if the clips were dumping out of the device. The clips were falling out of the device without additional squeezes of the firing trigger. It is unknown how many total clips fell out or if the device totally emptied. All clips were retrieved from the patient. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.